Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the high pacing impedances.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) declared a lead safety switch (lss) for a high out of range left ventricular (lv) lead pacing impedance of greater than 2000 ohms. It was noted that both the right ventricular (rv) lead and the lv lead pacing impedance measurements for the last several months had gradually risen. The patient's rv and lv leads were non-boston scientific products. The physician programmed higher device outputs after the lss occurred. Boston scientific technical services (ts) discussed troubleshooting options. This crt-p system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received and this crt-p was explanted and replaced, and the rv lead was surgically abandoned and replaced. The lv lead remains in service. No additional adverse patient effects were reported.